Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that ,based on the results from the literature, the pain experienced by the patient was likely due to the fractured liner and the squeaking was reportedly due to the anteversion of the acetabular shell. The broken liner is likely due to the progressed symptoms from squeaking to grinding which caused additional minor fragments, which may have had fracture propagation. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause of this event is likely anteversion of the shell. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a broken liner.